Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged during implant of left ventricular assistive device. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.